Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2024. Explanted:(B)(6) 2025. Product type lead. Product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2025. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the patient (pt) was not getting relief so they were met for reprogramming in (B)(6) 2024. Rep then saw pt the morning of the revision surgery on (B)(6) 2025. Pt was programming in a stimulation where they didn't feel the stimulation (dtm). In (B)(6) 2024, pt was reprogrammed and asked to reach out if they needed further assistance. Rep noted pt did not reach out and was seen by rep again only on the morning of the revision. Rep reported that the pt noted that they "bent down a couple months after the implant and felt something", but pt did not elaborate on what the issue was. Rep obtained this information from the patient on (B)(6) 2025.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2025 , brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2025 . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the system was explanted on (B)(6) 2025 because the patient (pt) was not getting relief they wanted. They were feeling stimulation in areas that weren't affected by their pain; stim was felt in the right side only in the ribs and right leg. The rep noted there was no issue with the system other than stimulation wasn't felt in the correct areas. The rep said prior to the surgery, reprogramming was attempted multiple times but was unsuccessful. During the surgery, the surgeon tried multiple times to change the location of the lead, however the lead kept going into the same area. The surgeon decided to remove the system. The cause was not determined. The rep noted the explanted devices were discarded by the customer.